Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a leak was found while in use. There was no patient harm reported.

Manufacturer narrative:
Since a lot number was not provided, the device history record (DHR) could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The manufacturing site conducts 100% screening before the assembly process. A physical sample was received for the investigation purposes. Upon evaluation, it was observed that the pumping leakage occurred from the pin hole in silicone tube. Therefore, the reported condition is confirmed. The root cause of this confirmed product issue is related to the material part (pumping section/silicone tube) provided by the supplier. The supplier has been contacted about this issue and a non- conformance report (ncr) was issued to the supplier for further actions.